Event description:
It was reported that the pt suffered from an acute cardiac insufficiency and had a double stent placed 5 days prior to iab insertion. Sometime after insertion of the iab, blood was observed in the helium tubing. Pumping was stopped and the ECG readings also stopped. The pt tried to sit up in bed which probably caused this situation. The iab was removed and a replacement was not required. There were no pt complications.